Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345601. Medical device expiration date: unknown. Device manufacture date: 12/10/08. Medical device lot #: 9004594. Medical device expiration date: unknown. Device manufacture date: 01/04/09.

Event description:
It was reported before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was in tube; biological and non-biological. The following information was provided by the initial reporter: ¿lot:8345601 x1(fm on tube), lot:(004594 x1(fm in tube)".

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was in tube; biological and non-biological. The following information was provided by the initial reporter: lot:8345601 x1(fm on tube), lot:(004594 x1(fm in tube).